Event description:
During the surgical procedure, a disposable laparoscopic harmonic scalpel handpiece (ace 7) was used. When inside the abdomen, a small piece of the protective coating broke from the shears. It was recovered and removed from the body. The plastic was retrieved in its entirety and removed from the patient.